Event description:
It was reported that the pump delivered a 25-unit bolus without user input. The customer's blood glucose (bg) level subsequently decreased (value was reported as "low") and customer had a "fit" (shaking). Customer's spouse administered glucagon and upon recovering, customer's bg was reported as 66mg/dl. Low bg did not cause any injury. Reportedly, on the day of the event, customer did not resume pump therapy. Pump data logs were reviewed by tandem customer technical support international team and it was identified that the 25-unit bolus was manually entered by the customer; no pump malfunction was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.